Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The module that is in the video connector on the front panel was cracked; this may have contributed to the reported issue. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the visera 4k uhd camera control unit. The issue occurred during preparation for use and there was no patient harm associated with the event.

Event description:
The issue occurred during preparation for use of a therapeutic procedure (cholecystectomy), there was no delay and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: the issue occurred during preparation for use of a therapeutic procedure (cholecystectomy), there was no delay and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e2 and e3 were corrected with information that was inadvertently omitted from the supplemental report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the damaged receiver module inside of the video connector could not be determined. Olympus will continue to monitor field performance for this device.